Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a vibratory alert, the patient presented in clinic due to discomfort related to the pocket. The device was interrogated and a loss of sensing and capture were observed on the right ventricular (rv) and right atrial (ra) leads. Increased high voltage and pacing impedance was observed on the rv lead whereas decreased pacing impedance was observed on the ra lead. Further investigation showed inappropriate high voltage and atp therapy delivered due to oversensing and noise. Diagnostic imaging showed damage on the rv and ra leads. The physician alleged the cause of the reported event was due to twiddler's syndrome. The issue was resolved by explanting and replacing the system with a subcutaneous device and lead. The patient was in stable condition. Related to manufacturer report number: 2938836-2018-13030.